Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The cause of the extended charge time was an anomalous hv capacitor.

Event description:
New information notes the device was explanted and replaced. Patient condition was good.

Event description:
It was reported that patient received a patient notifier for capacitor charge time limit being reached. Patient will continue to be monitored until next follow up.